Event description:
It was initially reported by the customer that the device was displaying the charge pak indicator inappropriately. Upon evaluation physio-control it was observed that the device would power off when the defibrillator began charging. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would lose power when the defibrillator began charging due to a failure of the internal hlc battery. The cause of the reported problem was determined to be due to a failure of the internal hlc battery on the analog pcb assembly. The customer was provided with a replacement device.